Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the journey ii femoral impactor bumper confirms the device has fractured into two pieces. Both pieces were returned. This instrument exhibit signs of significant use and wear. The device was manufactured in 2016. A medical investigation was conducted and this case reports that the trial cracked in half while trialing the implants. Per email communication, all pieces were recovered from the patient, without injury or delay. The procedure was completed using a backup device. Since no patient harm is alleged, no further clinical assessment is warranted. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of risk management files found that the reported failure was documented appropriately. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during surgery, trial cracked in half while it was being used inside the patient. All fragments were removed from patient and procedure continued with a backup device from smith and nephew, without a delay or and injury.